Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that he wasn't sure if he was using his therapy properly. The patient reported that during the trial they were using his right side which was working well. The patient reported the trial started on (B)(6) 2016. The patient reported that suddenly on (B)(6) 2016 he thought the lead pulled out because he had no sensation. The patient reported that their healthcare provider told him to switch to the left side but the patient reported that he didn't have as good of effect on the left side.